Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia: clammy skin, slurred speech, no thinking clearly, and sweating. Reporter tested patient's blood glucose, using the advantage system, and obtained a result of 228 mg/dl. Reporter immediately retested patient's blood glucose, on a different device, and obtained a result of 55 mg/dl. Reporter noted that patient was unable to self-treat. Reporter and patient's husband treated patient with candy, cranberry juice, and a fried egg. No additional treatment was received. Reporter stated that patient felt better approximately 1 hour later. No information was provided about blood glucose results, if any, that were obtained on the advantage system prior to the hypoglycemic event. The hypoglycemic event occurred in patient's home. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.